Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer was visit to emergency room and then hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was 1100 mg/dl at the time of hospitalization. The customer was treated with intravenous filled with insulin for high blood glucose and diabetic ketoacidosis at hospital. Customer's wife reported that the infusion set had bent cannula. Troubleshooting was declined. The device will be not returned for analysis.